Event description:
A report was received that the patient had pain and swelling at the pocket site. The patient was prescribed oral antibiotics and prednisone for inflammation. It is unknown if the symptoms were device or procedure related. The physician suspected a possible allergy to the device. The physician elected to replace the ipg and relocated the pocket. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had pain and swelling at the pocket site. The patient was prescribed oral antibiotics and prednisone for inflammation. It is unknown if the symptoms were device or procedure related. The physician suspected a possible allergy to the device. The physician elected to replace the ipg and relocated the pocket. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device analysis confirmed the ipg passed visual and performance tests. The complaint was not verified. Additionally, the ipg could not be charged due to fast battery depletion. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg after the explant procedure. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. It was reported that electrocautery was used during the explant procedure. Due to the device damage, no functional tests were performed . A review of sterilization record found them to be satisfactory.